Manufacturer narrative:
Upon receipt, the device was not in backup mode as it was resolved before returning for analysis. Communication via radio frequency (rf) telemetry was not possible upon receipt. Review of the device image provided from the field found the reset was caused by two event queue overflow (eqo) resets that occurred within 32 seconds and caused the device to go into backup mode. The cause of the eqo was determined to be the integrated circuit (ic) on the rf module. The rf anomaly seen in the field was due to the rf control threshold being met, which can be triggered by the transmitter waking up the device too many times; this is consistent with the ¿overuse of rf telemetry¿ message from the field. The intermittent rf anomaly found in the lab could not be reproduced and was identified as a different issue from what was seen in the field. The device was tested and functioned normally.

Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the device was found in back-up mode after delivering high voltage therapies. Abbott technical support was contacted and recommended reprogramming, which was performed. After reprogramming, rf telemetry lockout was observed. The device was explanted and replaced to resolve the event. The patient was stable following the procedure and there were no adverse consequences.